Event description:
The facility reported an automix 3+3 compounder which had a frayed umbilical cable. This condition occurred before use in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported frayed umbilical cable was confirmed by quality engineering. This condition was caused by a damaged umbilical cable. No repairs have been performed as the referenced device has been removed from service.